Event description:
It was reported that, "the pt dislocated twice so the surgeon revised."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, then it will be submitted in a supplemental report.